Event description:
It was reported that (1) ecs25 was used during a sub total gastrectomy procedure. It was reported by the affiliate that the anvil dislodged, since it was too loose. The anvil was reattached with the surgical instrument. Opened another device to complete the case. There was no consequence to the pt.